Event description:
During removal of the uterus from the cervical stump, the blade fractured. It was recovered and the pieces were rejoined to determine that no parts were left in the patient. No x-rays were taken and a copious amount of irrigation was performed. No evidence of residual pieces. No reported patient injury.

Manufacturer narrative:
The device was discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.